Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/13/22) the overall 24 month product complaint trend data for the period oct 2019 to sept was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) the device was returned to the factory for evaluation on 10/12/2021. An investigation was conducted on 01/19/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle as well as on the jaws. The clear silicone insulation on the tip of the cold jaw was observed to be peeled away from the tip, exposing the metal tip of the cold jaw. No detachment of silicone insulation was observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed but was confirmed for the analyzed failure "peeled jaw".

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws malfunctioned. The device timed out repeatedly. There was no patient injury. Another hemopro 2 kit was opened to complete the procedure.